Event description:
It was reported via repair work order that a caster mount bolt was missing. A missing caster bolt can cause difficulty transporting and a leaning cot which can result to an unstable cot condition. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.